Event description:
Related manufacturer reference number:2017865-2022-13280. It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, it was found that both the right atrial (ra) and right ventricle (rv) leads exhibited noise that was oversensed by the device and led to pacing inhibition. Programming changes were made. The patient was in stable condition and will continue to be monitored.